Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one powered handle. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering analysis, and an evaluation of the returned device. No visual abnormalities were noted for the handle. The eeprom (electrically erasable programmable read only memory) was uploaded and indicated 7 autoclave cycles for the handle. Error codes were displayed in the eeprom. The quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. Since the clinical battery and reload were not returned, pmv representative ones were utilized for all functional testing. A pmv battery pack was loaded into the powered handle. The handle did not appear to calibrate. A green blinking was displayed above the handle status light. Solid blue lights were displayed. No further functional testing could was performed. Engineering then disassembled the unit and no visual abnormalities were found. However, a broken connection was located through connectivity troubleshooting. Functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the defective circuit board and the reported condition was confirmed. The observed condition in the pmv lab was most likely caused by an internal break in connection on the bldc(brushless direct current) board leading to intermittent occurrences where the drive motor could not successfully complete calibration. The bldc board has been identified to be susceptible to damage to inter-connects due to heat stress at the solder station. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during laparoscopic colectomy, a powered handle was assembled. Upon inserting the battery into the handle, the status indicator illuminated blue and the handle symbol was flashing green. The device could not be used on a patient. A new device was opened. No other known adverse events reported.